Event description:
Spo2 monitor was being used in a 3t MRI, and it was discovered that the device was being "pulled" into the magnet. It was discovered that the screws that are used to hold connector together on grip sensor are ferrous.